Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error code. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: slack and angulation out of specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported when angulating the bronchovideoscope in the down position the image goes black. The event occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on results of analysis of data received from a third party repair center, it was noted that the customer's reported issue was confirmed and determined the following cause: slack and angulation was out of specification. Communication error 216 (no image) was noted. Interference/blacking out of image was noted during angulation. The root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.